Event description:
It was reported that prior to starting a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer called in to state that the universal surgical manipulator (usm) arm 4 kept faulting out. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found several arm 4 faults. The customer was going to push the usm arm 4 out of the way and perform the case with the other three arms. The tse recommended to disable the arms if the errors keep happening. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the issue was identified during the procedure. They started with the usm arms 2,3, and 4. The issue was with arm 4 so they stopped using it and completed the procedure with the usm arms 1,2, and 3. The usm arm 4 was undocked and not used, but it was not disabled.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it was disabled by a hard error. The unit was tested on a patient side cart (psc) fixture test platform (pftp) where it failed sine cycle with errors 23118 and 23087. Error 23118 and 23087 indicate an issue with the hall encoder. A burn was found on the back of the insertion chip encoder virtual absolute (cva) flat flex cable (ffc). A known good insertion cva ffc was installed and the unit passed sine cycle. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a burn on the insertion cva ffc in the usm.

Event description:
Refer to h11 for follow-up information.